Event description:
During an in-clinic follow-up, the device was unable to be interrogated, and the device battery was found to have depleted sooner than expected. Premature depletion of the battery was suspected. The device is pending an exchange procedure. The patient was stable.